Event description:
It was reported that balloon ruptured occurred. The 80% stenosed target lesion was located in the mild tortuous and moderately calcified vessel below the knee. A 4.0x220x150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported.